Event description:
Related manufacturer reference numbers: 2017865-2022-01149. Related manufacturer reference numbers: 2017865-2022-01150. It was reported that the patient presented in clinic with redness on the pacemaker pocket. It was suspected that the patient had allergic reaction. The whole system including the pacemaker, the atrial lead and the right ventricular lead were explanted. Patient condition was stable pre, during and post procedure.